Manufacturer narrative:
G5:510(k)#:k110083 b4:(B)(6)2021 the device was not in clinical use at the time of the event. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty blower assembly. The fse replaced the blower assembly. The device passed performance verification testing and was placed back into service.

Event description:
It was reported to philips that the device had an air valve liftoff failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.